Event description:
The customer reported via telephone call that the keypad had issues and that the insulin pump alarmed for a button error and a motor error. The customer did not know the blood glucose reading. The motor error alarm occurred during the basal delivery. The insulin pump had not been exposed to moisture or a strong magnetic field and had not been dropped. The customer was able to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarms noted and passed the motor test. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.